Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - h6(type of investigation).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: g2. The complaint was received through a direct call from the customer to the emergency support program. Nurse called regarding a fiber optic sensor failure. Esp team member verified this was not the same patient of a different nurse esp team member spoke with earlier in the shift. Esp team member confirmed (B)(6) had attempted to unplug the fiber optic cord and plug it in without success. Esp team member confirmed (B)(6) had transduced the inner lumen, and the pump had an arterial waveform and pressures.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Customer called through emergency service programme (esp) requesting for an assistance regarding a fiber optic sensor failure during use of intra aortic balloon. The esp personnel had verified with the customer via phone to perform troubleshooting actions. No harm or injury was reported.